Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the condition of the failed accuracy test for under infusion was confirmed during product evaluation. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.

Event description:
During product evaluation, the pump failed an accuracy test for under infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.